Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the force bipolar instrument broke and the customer was unable straighten the instrument's tip. As a result, the customer could not remove the instrument through the trocar. Additionally, it was reported that during the event, the cannula had entered the subcutaneous space causing crepitus. The surgeon had to remove the instrument and trocar together. During the removal, the patient's abdominal wall and muscle were injured. It is unknown what medical intervention, if any, was rendered due to the complications. A backup force bipolar instrument was utilized for the remainder of the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon; however, as of the date of this report, no further details have been received.